Event description:
Consumer reported used heat patch and rec'd first and second degree burns on her neck. Consumer rec'd medical attention from medical professional and she was also hospitalized related to her injury.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.